Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture per MRI. Healthcare professional later reported rupture confirmed via MRI. Device remains implanted.

Event description:
Patient reported right side rupture per MRI. Healthcare professional later reported rupture confirmed via MRI. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, crease fold, wear abrasion and opening. A microscopic analysis was performed which identify a crease sharp in the posterior side with non-penetrating nick around the opening, a broken striated on radius and missing piece of the shell. Based on the device analysis the final assessment is: -a crease sharp opening on radius assessed as to a fold flaw opening. -non-penetrating nick (stress marks) -a striated broken in the radius side assessed as surgical damage. -missing piece of the shell assessed inconclusive. Additional, changed, and/or corrected data: d9, h3, h6

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data.